Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they have reoccurring no delivery alarms on the insulin pump. Customer stated that the no delivery alarms sometimes get resolved for approximately two days. It was noted that it may be a possible connection issue between the reservoir and the set. Customer's blood glucose reading at the time of the call was 135 mg/dl. No further information reported.